Event description:
It was reported that the patient was experiencing inadequate stimulation and having an extended ipg charging. The patient underwent an ipg replacement procedure wherein an MRI compatible was implanted, and the patient was doing well postoperatively. The explanted ipg was discarded by the facility.